Manufacturer narrative:
The customer initial report of loss of tissue vaporization is not considered a reportable issue. The device was returned to the MFR and analyzed. Joules on the fiber card were verified as 29,050 joules. Upon analysis of the returned fiber, the fiber card was found to be expired / exceeded the 24,000 soft joule limit; the fiber card was likely removed during the case for this expiration to occur. The fiber cap was found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Add'l fiber analysis found the fiber cap to be drilled through. Based on the analysis findings, the drill through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing bending fiber at sharp angles may cause fiber damage or breakage.

Event description:
The customer reported that the fiber "stopped firing" and there was loss of tissue vaporization after less than 15 mins of use during a prostate procedure. No pt injury was reported as a result of this event.